Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed in 2009. According to the complainant, after positioning the gastroscope in the duodenum, the forceps was advanced into the duodenum and several bites were taken from the duodenal wall. The forceps was closed; however, prior to withdrawal, the physician noticed that the device was not closing properly. Attempts to fully close the device were unsuccessful. The forceps was withdrawn with some resistance. The procedure was successfully completed with a rj3 biopsy forceps. Upon inspection of the device to be returned, the needle was noted to be bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.